Manufacturer narrative:
On november 28, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old female patient underwent breast augmentation with 475cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively; diagnosed as per MRI scan. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2025. On (B)(6) 2025, mentor became aware that the replacement devices used on (B)(6) 2025 were serial numbers (B)(6) on the left side, and (B)(6) on the right side. On (B)(6) 2025, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2025, mentor became aware that the patient aware that the patient also experienced left side capsular contracture; baker grade ii, and bilateral breast cyst in addition to left side rupture. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right cyst. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).